Event description:
It was reported that when switching cylinder a to b, the high flow insufflation unit's smoke evacuation remained active, causing a drop in intra-abdominal pressure that halted the instrument. The issue occurred during an unspecified therapeutic procedure, which was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h6. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information provided by the customer.